Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the highly calcified iliac artery. A 7.0x40x75cm express ld iliac / biliary stent was advanced for treatment. However, during advancing, the stent came off from the balloon. The stent was only half way across lesion but the physician decided to deploy the stent where it was. An additional 7x27 express stent was used to complete the procedure. There were no patient complications reported and the patient was fine.